Event description:
It was reported to boston scientific corporation that an exalt model b monitor was used on an unknown procedure performed on (B)(6) 2023. During the procedure, the monitor screen cut to black. Image was restored after switching to another exalt model b monitor. The procedure was completed. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: with all the available information boston scientific concludes that the reported event was unable to be confirmed. During returned device analysis, the device performed as expected and no problems or issues were identified. Upon review of the device log, previous usb connection issues were identified. A usb can be used to transfer data and photos off of the monitor. This does not impact image function. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event prior to release. Based on all gathered information, boston scientific concludes that the reported event not confirmed. The device performed as expected and no problems were identified during the analysis. Therefore, no problem detected was selected for this case, which means the device complaint or problem cannot be confirmed since it could not be replicated.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor was used on an unknown procedure performed on november 30, 2023. During the procedure, the monitor screen cut to black. Image was restored after switching to another exalt model b monitor. The procedure was completed. There were no reported patient complications as a result of this event.